Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported that the patient had brief bleeding at the site at the time of insertion. Due to the blood/moisture the skin became irritated, so the patch was removed early, 3 days later on (B)(6) 2019. At that time a bump was noted at the insertion site. The mother took the patient to urgent care mid county on (B)(6) 2019 where the physician told her the bump was a boil. The patient was treated for the infection with mupirocin ointment and trimethoprim/sulfamethoxazole. At the time of contact the site was healing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.